Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the etiology was surgery/anesthesia. The event had resulted in in-patient hospitalization. The patient had required intravenous (IV) antibiotics for two days on (B)(6) 2015 which is why they were hospitalized. On (B)(6) 2015 there was an intervention to drain the wound. On (B)(6) 2015 they had attempted to close the incision. The entire system was explanted and not replaced on (B)(6) 2015. The outcome was resolved without sequelae.

Manufacturer narrative:
Analysis of the lead found the lead body was cut through, product was segmented.

Manufacturer narrative:
Product ID 3389s-40, lot# va0rr28, implanted: 2015 (B)(6); product type lead product ID 3389s-40, lot# va0rr28, implanted: 2015 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 37603, serial# (B)(4), implanted: 2015 (B)(6); product type implantable neurostimulator product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 37603, serial# (B)(4), implanted: 2015 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
A healthcare professional from a clinical study reported that the patient whose indication for use is parkinson's dual and movement disorders had experienced surgical wound dehiscence as of (B)(6) 2015. There was a draining wound right on top of the head near the lead insertion site. An unscheduled office visit was required, the neurosurgeon placed 3 staples at the site for wound closure and the patient was administered the antibiotic keflex on (B)(6) 2015. The outcome was ongoing as of(B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.